Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and four months post filter deployment, patient presented with mid lower abdominal pain. Subsequent CT revealed superior extend of the filter at l2-l3 disc space and inferior extend at superior margin of l4. A total of six prongs had perforated the ivc with maximum distance of 5mm. Coronal images show 4-degree tilt left to right and sagittal images show 7-degree tilt posterior to anterior. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is unconfirmed for the filter tilt as the medical record states, ¿coronal images show 4-degree tilt left to right and sagittal images show 7-degree tilt posterior to anterior¿.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and perforated the caval wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.